Event description:
A user facility reported that when a surgeon was implanting an intraocular lens (iol), it shot out of the injector causing a posterior capsular tear. Additional information has been requested.

Manufacturer narrative:
Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).